Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08247. It was reported that myocardial infarction and stent thrombosis occurred. The target lesion was located in the left circumflex artery (lcx). Heparin was given prior to and during the procedure. A 3.00x28mm synergy ii stent was advanced and implanted in the mid lcx and a 3.0x12mm synergy ii stent was implanted proximal to the first stent and all the way up to the ostium of the lcx. Both stents were implanted without any angiographic issues and with timi 3 flow. The patient was then given plavix post procedure and was transferred from the cardiac catheterization laboratory. An hour later, the patient presented with st elevation myocardial infarction and was again brought back to the cardiac catheterization laboratory. Angiography was performed and it was found out that a thrombus was present inside the struts of the two implanted stents. Plavix was administered and a 2.5x16mm promus premier stent was then implanted from the distal edge of the 3.0x12mm synergy ii stent. Post dilation was performed using a 3.0x20mm nc emerge balloon catheter and blood flow was restored. The patient was then transferred to the intensive care unit for monitoring. No further patient complications were reported. Patient is doing well and recovering with good prognosis.